Event description:
Stent came off balloon when put into 7 fr sheath.

Manufacturer narrative:
Upon opening the returned device it was noted that the stent had been dislodged distally. The stent was blood covered indicating that the stent had been placed into the sheath. The distal end of the stent was slightly compressed from entering the introducer sheath. The proximal end of the stent was slightly flared. This would indicate that the stent had originally been dislodged proximally over the proximal balloon cone. The stent was slightly bulged just past the middle of the stent. The catheter system was inspected to verify that the product was properly crimped during manufacturing. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon when the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.